Event description:
It was reported by the customer that the device was fired and there were no staples present after the device completed the firing sequence. The procedure was converted to a colostomy. Pt status unk at this time.